Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 40.00 mg/dl compared to readings of 285.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 40.00 mg/dl compared to readings of 285.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. The senor data was extracted successfully using an approved software. The sensor was found to be in sensor state 1 with no insertion failures (event log 2) which is an indication that the user had not activated the sensor. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended was performed. The device history record (DHR) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date)) were updated based on the returned product download.